Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had error code and unresponsive button. The customer's blood glucose value was unknown. The customer also reported that the insulin pump had unexplained no delivery alert also rejected new battery. The insulin pump had grinding noise during rewind process and backlight was dimmer. The insulin pump will not be returned for analysis.